Event description:
It was reported that there appears to be noise artifact on atrial lead stored as atrial tachycardia (at)/ atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.